Manufacturer narrative:
This report is being submitted as additional information was received that the patient will continue to be monitored. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a gradual increase in high out of range pacing impedance measurements, measuring greater than 2000 ohms. Technical services (ts) noted there was a change in the tip tissue interface. The patient will continue to be monitored. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and a gradual increase in high out of range pacing impedance measurements, measuring greater than 2000 ohms. Technical services (ts) noted there was a change in the tip tissue interface. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.